Event description:
It was reported to tyco healthcare/kendal in 2005 that a customer had a problem with a sharps container. According to the customer a nurse closed off the container and when she picked it up she was stuck with a needle sticking out of the side. The needle had poked through the plastic.